Manufacturer narrative:
Concomitant product: addrl1 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a remote monitoring transmission. Occasional atrial oversensing was noted on a stored episode. The right atrial lead remains in use. No patient complications have been reported as a result of this event.